Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Event description:
Customer reported via phone the insulin pump alarmed button error and none of the buttons were responding except the backlight button. Customer's blood glucose was 212 mg/dl. Customer does not recall any significant event which may have led to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.